Manufacturer narrative:
Additional information received from the physician/author stated that a medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: oscar a. Mendiz, marko noc, carlos m. Fava, luis abel gutiérrez jaikel, matias sztejfman, ale¿ pleskovic, paul gamboa, león r. Valdivieso, hemal gada, gilbert h. L. Tang, impact of cusp-overlap view for tavr with self-expandable valves on 30-day conduction disturbances, journal of interventional cardiology, vol. 2021, article ID 9991528, 7 pages, 2021. Https://doi.org/10.1155/2021/9991528 earliest date of publish used for date of event. Medtronic products referenced: evolutr and evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of transcatheter aortic valve (tav) implant cusp-overlap implant technique on 30-day conduction disturbances. All data were collected from four medical centers between 2019 and 2020. The study population included 101 patients (predominantly female, mean age 80 years) who underwent the tav implant using the conventional 3-cusp coplanar view (con) and 156 patients (predominantly male, mean age 80 years) who underwent the tav implant using the cusp-overlap view (covl). All patients were implanted with either an evolutr or evolutpro tav. Unique device identifier numbers were not provided. Among all patients, adverse events included: moderate paravalvular leak (pvl), myocardial infarction (mi), cerebral vascular accident (cva), vascular complications, major bleeding, left bundle branch block (lbbb) and pacemaker implant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.